Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the irritation as oozing, weeping, and bleeding. The patient has darier skin disease and a history of sensitive skin. The patient also reported taking entresto. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician, who advised the patient is allergic to the lifevest and he should return the equipment. Follow up indicated that the patient returned the lifevest as recommended by his physician and the skin irritation improved.